Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8578, lot# : hg0kmmu07, implanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that a dye study was conducted and no cerebrospinal fluid (csf)/drug was aspirated from the catheter. The hcp tried pushing dye but encountered resistance and was unable to do so. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient felt it was not working as well but did not experience withdrawal symptoms. In regards to the troubleshooting performed, the dye study was unsuccessful. No actions or interventions were taken to resolve the issue and the issue was not resolved at the time of this report. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient's status was "alive - no injury" and no further complications were expected or anticipated.